Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified. Per customer, the requested patient information is not available.

Event description:
It was reported that the bifuse extension set snapped off at its distal end during total parenteral nutrition/intravenous lipids (tpn/il) infusion. The event was discovered when the nurse entered the patient's room. It was then reported that the nurse had to take down the infusion and replace it with other fluids. Picture of the involved product was provided by the customer. Although requested, additional information was not provided.